Manufacturer narrative:
(B)(4). Upon further investigation by quality engineering, the root cause was determined to be a software failure. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure code of 804:26 was confirmed but not reproduced by baxter personnel during product evaluation. The root cause was assigned to a pump head module communications error. No repair was necessary, as the reset manual tube release set occurred after a power off event. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility reported a colleague infusion pump with a failure code of 804:26 . This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006. No additional information is available.